Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned without any blood or contrast visible, consistent with the reported information that there was no patient involvement. The balloon was tightly folded, indicating that no positive pressure was applied to the system. Although not reported, there was a kink in the shaft 2 cm proximal to the guide wire exit notch. This kink may be the result of handling during preparation, or is possibly the result of handling during packaging for return to abbott vascular. The soft tip was separated 1.5 mm distal to the distal seal. The material was jagged at the separation. The distal portion was not returned. Potential causes for a tip separation include, but are not limited to, handling, interaction with the guide wire during insertion, manufacturing or interaction with the protective sheath during removal. To ensure this is not a result of a product deficiency, all balloon dilatation catheters are visually inspected on the manufacturing line, including the point where the protective sheath is placed over the balloon. In this case, a conclusive cause for the tip separation could not be determined; however, it may be possible that the tip detached during removal of the protective sheath, which was not returned. However, this could not be confirmed. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, all lot release testing data met the manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that the package was opened and the viatrac delivery catheter (dc) was removed. During the device inspection before use, it was noticed that the tip of the dc had come off. Reportedly there was no handling of the device. The dc was not used and there was no patient involvement. Though requested no additional information was provided